Event description:
Procedure: lap. Living donor nephrectomy. According to the reporter: the device did not cut well. Used another to complete the procedure. There was oozing of blood. No tissue damage. No unanticipated tissue loss. Nothing fell into cavity. No patient harm. Operating time extended: less than 30 min.

Manufacturer narrative:
(B)(4).